Event description:
During initial advancement of neuron catheter over .035" wire in the patient's arch, the wire kinked the distal / flexible segment of the neuron catheter. Upon removal of the kinked neuron catheter out of the patient's groin sheath, the kinked portion separated and embolized down stream to the patient's foot. The embolized piece of catheter was too distal and too small to retrieve. The patient did not experience any injury symptoms, due to this incident. The physician opened another neuron catheter of the same size, and used it to complete the case with no other issues.

Manufacturer narrative:
Device was initially reported by the hospital as being available for return, but subsequently reported to the manufacturer as not to be returned. Deice not returned for evaluation; device history records reviewed and no related anomalies identified. No related anomalies identified on device history records.